Event description:
Doctor reported that two files from the same assorted pack separated in the same canal on the same pt. This report is for the s2, 25mm files. As a result of the separations, the tooth was extracted to preclude permanent (irreversible) damde to a body structure.